Manufacturer narrative:
(B)(4).

Event description:
The pt reported that the pump worked for the first 3 months, but then it didn't "do what it was supposed to" after that. As a result, she was still on oral medication in conjunction with the pump therapy and she still experiencing pain. The pt planned to have the pump removed. The pump contained fentanyl, clonidine and bupivacaine. Dosages and concentrations were unk. Additional info has been requested and will be made as follow up as it becomes available.